Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a robotic abdominal sacrocolpopexy, enterocele repair, ureterolysis, extensive lysis of pelvic adhesions, retropubic sub-urethral sling, and cystoscopy with calibration procedure performed on (B)(6) 2017. The patient had vaginal wall prolapse, vaginal prolapse, intrinsic sphincter deficiency with urethral hypermobility, and extensive pelvic adhesions. During the cystoscopy with calibration procedure, a foley catheter was placed in the patient's bladder with 300 ml of fluid, visualizing the bladder stricture as well as the bladder. It was observed that there was bilateral efflux, severe from the urethra. Furthermore, the scope was then a foley catheter, so the bladder was drained. On (B)(6) 2017, the patient had an infected abdominal sacrocolpopexy mesh, diskitis at l5-s1, extensive bowel adhesions, and evidence of diverticulitis with no abscess identified. She then underwent robotic explant of abdominal sacrocolpopexy mesh, right ureterolysis, extensive lysis of pelvic adhesions, and cystoscopy with calibration procedures. During the procedure, the patient's pelvis was inspected. There were noted to be extensive adhesions of the omentum to the anterior abdominal wall. This was taken down with a combination of sharp and blunt dissection and monopolar cautery. Excellent hemostasis was achieved. There were then noted to be extensive adhesions of the bowel to the retroperitoneum. Again, a combination of sharp and blunt dissection with monopolar cautery was used to mobilize these adhesions. Then, right ureterolysis was also performed, fully elucidating the path of the right ureter. This was fully visualized to be avoided during dissection. Approximately 1 hour was required for the adhesiolysis. At the conclusion of the adhesiolysis, the bowel and ureter were carefully inspected. There were no injuries noted. There was evidence of diverticulitis, but no active abscess was noted. Furthermore, a cystoscopy with calibration was then performed. The foley catheter and the scope were inserted into the bladder prolapse for approximately 300 ml, visualizing bladder structures well. There was noted to be no injury to the bladder, however, there was bilateral efflux of urine from both orifices. The urethra was also carefully inspected. There was noted to be no injury to the urethra. The bladder and urethra were calibrated to 17. The scope was removed. A foley catheter was placed and the bladder was drained.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, the date the sling was implanted, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6). The revision healthcare facility: (B)(6). (B)(4).